Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: "when opening the package, the cannula was found to have foreign matter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-24. H6: investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. A white colored foreign matter was found on the IV cannula. The foreign material underwent fourier transform infrared (ftir) spectroscopy and the material was found to be polystyrene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: "when opening the package, the cannula was found to have foreign matter."